Manufacturer narrative:
As reported, post-implant of the phasix mesh, the patient experienced postoperative incisional pain and itching, these symptoms resolved with no treatment. Based on the information provided, a definitive conclusion cannot be made. Pain is a known inherent risk of surgery and is identified as a potential complication in the adverse reaction section of the instructions-for-use, supplied with the device. Review of manufacturing records confirms product was manufactured to specification.

Event description:
As reported (B)(4): on (B)(6) 2021, patient underwent a laparoscopic colectomy and a bard/davol phasix mesh was trimmed and placed in onlay fashion with a 3cm overlap in all directions. The mesh was sutured in place with non-bard/davol absorbable monofilament sutures and a bard/davol sorbafix fixation device. On (B)(6) 2021, the patient was diagnosed with incisional pain. The patient also experienced incisional site itching in (B)(6) 2021. These aes were reported to have resolved with no treatment provided, on (B)(6) 2021. The adverse events have been assessed as mild severity and as not a serious adverse event (sae) or an unanticipated adverse device effect (uade) by the study group. The adverse events have been assessed per study clinician as not related to the study device and definitely related to the index procedure. The adverse events have been assessed per cec clinician as possibly related to the study device and definitely related to the index procedure.